Manufacturer narrative:
The device in question was not returned to the MFR (MFR.) For analysis; therefore, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. The device met all mfg specifications prior to release to the clinical setting. Based on the info available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR.'s findigns. The MFR. Is now closing the file on this event. Submitted to the FDA 11/9/1998.

Event description:
On 5/27/1998, the facility nurse informed the manufacturer's (MFR.) Sales rep of the following: the physician experienced a problem placing the catheter through the peel-away sheath. The sheath was placed in the jugular vein and may have been kinked, thereby preventing the catheter from passing through the sheath. No further details were provided at this time.